Event description:
It was reported by the purchasing agent that there were holes in the packaging. This occurred pre operative on (B)(6) 2013. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The action of peeling a foil package open, especially long packet types, can induce cracks and holes in the foil, especially when the foil is folding and creasing around the product and itself as the product is being delivered from it. It cannot be determined if the holes were there before opening or were caused by the opening of the packets. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.